Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the capsule bag broke. There was pt contact. The incision was enlarged. The reporter stated the pt is on flomax. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.